Event description:
It was reported that the right ventricular (rv) lead impedance has been decreasing slowly over the last couple of months and now is low. Thresholds were normal and stable. The rv lead remains in use and was inserted into the left ventricular (lv) port of the device for back up pacing. No further adverse patient complications occurred as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.